Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable would no longer charge the pump. The pump was able to be charged using an alternate charging cable. There was no reported impact to the customer's blood glucose level.